Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power of the compact air drive device was insufficient/low. It was determined that the mode switch resistance was too low, and the reverse locking mechanism was blocked and would not reverse. It was further determined that the device failed pretest for check power with power test bench, check attachment coupling with attachments, check reverse locking mechanism, check for air leak, check function of soft mode switch (safety system) and check triggers for forward/reverse mode. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.